Event description:
Alleged the siderail will not lock into the upright position.

Manufacturer narrative:
The biomed found the siderail mounting bracket bolts were loose. The biomed tightened the four bolts to repair the bed.